Manufacturer narrative:
Date of event: exact date unknown, event occurred in approximately early (B)(6) 2023.

Event description:
It was reported that the patient feels uncomfortable on the ipg site. The patient underwent an ipg pocket revision where the ipg was adjusted and doing well post operatively. Nothing was added or removed.